Event description:
This ra lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2013. The physician was dr. Patrick aquilina at abington memorial hospital in abington, ps. A call to technical services on 4/4/2013 states that patient had a complete system change due to noise on both chronic leads. It was reported that the 5076 (ra lead) had noise on it first and was programmed off some time ago, unknown date. Device was programmed vvi, and there was oversensing and high threshold on right atrila (ra) lead. Patient is not dependent, has underlying sinus in 70s, so there were no pauses for the noise. This procedure was done electively. It was a cephalic implant, and they were fairly superficial leads. Patient does strenuous work, so they think this might have factored in to noise. There was no obvious (visual) impairment of leads when they opened pocket. There was no inappopriate therapy and no pauses for noise. This was an elective removal of system and a new system was implanted today without any problems. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).